Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence showing an ar-1588r-ib tightrope assembly, batch 15417753, with the tightrope suture advanced through the nitinol conversion wire. Based on the information available for review¿which may include the returned device (if available), photographs, event description, and additional field input¿arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to use-related factors, specifically improper surgical technique during the conversion step. Per the surgical technique, the tightrope suture should be advanced approximately 1¿3 cm through the nitinol conversion wire to allow proper conversion. Advancing the suture beyond the recommended length may result in the suture tail extending too far, preventing successful conversion. Additionally, the suture organizer card was disassembled, which may have contributed to a loss of procedural control during device handling and conversion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/19/2025, a sales representative reported via email that the ar-1588r-ib acl repair tightrope failed during an acl repair procedure. The failure was due to a suture from the loop mechanism of the tightrope passing through the nitinol conversion wire, which interfered with proper conversion of the device. A photo of the suture present in the nitinol loop was attached. The patient was not harmed, and the surgery proceeded without delay. Additional information was received on 09/25/2025: the ar-1588r-ib acl repair tightrope remained implanted after the issue, and the surgeon had to tie knots over the button instead of the implant being knotless. No additional part number was used to complete this procedure.